Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination could not be performed. Based on the reported information, after the shockwave c2 coronary intravascular lithotripsy (IV) catheter was inflated to 4 atmospheres, there was staining observed in the vessel, an indication that the balloon had lost pressure. The physician deployed and implanted a covered stent over the perforation and inserted impella support devices to the patient's right and left heart chambers. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a patient underwent a complex percutaneous coronary intervention (pci) procedure to treat a heavily calcified lesion in the right coronary artery (rca). The physician was reported to have issues getting several guidewires across the lesion. The sixth guidewire finally got across and the physician decided to create a channel with orbital atherectomy. The physician dilated the vessel several times with a non-compliant (nc) balloon that was pressurized to 10 atms to open the lesion. Then a shockwave c2 coronary intravascular lithotripsy (IV) catheter was advanced to the lesion and inflated to 4 atms. Consequently, contrast staining up in the vessel was observed, an indication that the balloon had ruptured. At this point, the patient started complaining of chest pain and her blood pressure started to decline from stable 120/79 mmhg to 60/70 mmhg. The physician stopped the ivl treatment and focused on getting the patient stable. A stat echocardiogram was performed, and it showed the vessel to be perforated. The physician immediately deployed and implanted a covered stent over the perforation and inserted an impella rp® to support right chamber and impella ventricular support for the left chamber of the heart. The patient was on impella support for 2 days. At the time of this report, the patient is no longer on impella support however, she is still under critical care and recovering slowly.